Event description:
It was reported while using bd venflon pro safety venous indwelling catheter the safety mechanism did not activate properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from norwegian to english: the safety mechanism did not work , and the clinician got needlestick injury. It may harm the clinician. I have no further information yet. The clinician has not replied. They will send me a sample of the batch that I`d like to investigate. During use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-apr-2023. H6: investigation summary our quality engineer inspected the 1 photo and 1 representative sample submitted for evaluation. The reported issue of needle stick injury was confirmed upon inspection of the sample photos. The sample photos shows that the needle is exposed, not contained within the needle cap and that the needle hub is contaminated with blood inside the flow control plug. However, analysis of the sample showed that there were no abnormalities or defects. The sample functioned as intended. Bd cannot determine a root cause for the failure since the failure mode could not be reproduced during the sample evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter the safety mechanism did not activate properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from norwegian to english: the safety mechanism did not work , and the clinician got needlestick injury. It may harm the clinician. I have no further information yet. The clinician has not replied. They will send me a sample of the batch that I`d like to investigate. During use.